Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a t11 kyphoplasty procedure in a patient diagnosed with compression fracture. It was reported that the bone cement leaked through a defect in the posterior wall of the vertebral body and ended up in the spinal canal. It could be contrast, but the balloon did not appear to be ruptured and the fluid did not dissipate. Bone cement was reported to be runny prior to delivery to the patient. There was no patient symptom reported. There were no further complications reported regarding the event.